Event description:
On (B)(6) 2009, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The final angiogram showed a type ii endoleak, and the physician decided to monitor the pt. On (B)(6) 2009, f/u imaging showed the resolution of the type ii endoleak. It was also identified that stenosis was present in the contralateral leg component in the left limb; however, the component was not fully occluded. On (B)(6) 2009, a percutaneous transluminal angioplasty (pta) was additionally performed to treat the stenosis. An add'l metal stent (express: 10mm x 25mm) was implanted in the contralateral leg component. The pt tolerated the procedure. No further adverse events have been reported. It was reported that the pt's left iliac artery was tortuous and the led to the stenosis in the device.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.